Event description:
Patient called to report that they had removed their infusion set and attempted to prime their pump. The pump primed, but there was no sound from the pump. Pt was instructed to disconnect their infusion set and give an air bolus. There was no sound from the pump either at the beginning of the bolus or at the end. The sound for bolus was turned on in the pump set up.